Event description:
While performing a periodical check, the customer reported that the device displayed an "ovp circuit failed" error message. It was reported that the device was reset, and the message was no longer reoccurring. The issue was replicated/confirmed by the customer. There was no patient involvement when the issue occurred. No user impact and/or harm was reported. Final investigation and disposition are pending.

Manufacturer narrative:
E:(B)(6).